Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that broken tubing occurred with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "it was found tubing broken on the third day of use, tubing connector and clamp couldn't be found, no blood leakage."

Event description:
It was reported that broken tubing occurred with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "it was found tubing broken on the third day of use, tubing connector and clamp couldn't be found, no blood leakage."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8325635. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately without the ability to investigate the physical unit our quality engineers were unable to determine the root cause for this complaint.